Manufacturer narrative:
The lead was returned with no reported complaint. Only the connector end of the lead was received for analysis. Visual inspection of the lead found an external insulation abrasion in one location exposing the outer coil [noted at 6.9 cm to 7.1 cm from the connector pin] consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis